Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurrent urinary incontinence and had never achieved complete dryness following the original implantation. The physician believed that the incontinence was related to cuff sizing. A surgical procedure was performed in which the cuff was removed and replaced with a new cuff positioned more proximally. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.